Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and reservoir performed within specifications. The pump required greater than 8 lbs. Of force to activate. The pump passed all other functional tests.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to infection. No further patient complications reported in relation to this event. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.